Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of colectomy functional end to end anastomosis procedure, the surgeon clamped intestinal canal with device cartridge. The surgeon tried to push the plastic knob; however, it was stiff and could not push it. The device was removed from intestinal canal. The nurse tried to remove the cartridge from the instrument; however, the cartridge disengaged from reload. (No damage caused to the nurse). Replaced by new cartridge and the firing was successful. The status of the patient was reported as no problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The loading unit was received with a full complement of staples. The knife assembly was disengaged. The pusher thumb piece was intact. Functional testing was precluded due to the observed condition of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.